Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a patient not crossing. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing. A technical support specialist dialed into the es application server and reviewed the device settings, and the issue was related to configuration settings. An initial email was sent to the customer explaining that the problem was caused by area settings, followed by a second email as a follow-up. The customer confirmed to close the case. The system functioned as intended after the technical support specialist verified the device.